Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. This report is related to two other product reports submitted on the same event.

Event description:
It was reported by the clinic that a patient was diagnosed with achromobacter xylosoxintums peritonitis. The patient had his peritoneal catheter replaced and was treated with antibiotics, he continues with pd treatments. Additional information has been requested.